Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient light due to lg break in the rigid tube. The most likely cause is expected or random rigid tube component failure without any design or manufacturing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited insufficient light due to a light guide (lg) break within the rigid tube. There was no patient involvement.